Event description:
It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026 with a reported lowest blood glucose value of 44 mg/dl after initiating ilet therapy while residual slow-acting insulin from earlier in the day was still active. The patient reported that blood glucose was elevated prior to starting the ilet and that long-acting insulin had been administered before initiation of automated insulin delivery. Symptoms included panic. Outcomes included emergency department evaluation where the patient received fluids and was discharged the same day without hospital admission. Investigation included communication with the patient and review of the information provided. Investigation of this case identified overlapping basal insulin exposure from long-acting insulin administered prior to ilet initiation, and no medical device malfunction or component failure was identified. It was concluded that the hypoglycemic event was associated with concurrent insulin therapies rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.